Manufacturer narrative:
(B)(4). Suspect medical device UDI; corrected data: the previously submitted MDR inadvertently did not provide the suspect medical device UDI.

Event description:
Product analysis was completed for the tablet serial cable on (B)(6) 2015. Analysis revealed a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Event description:
It was reported that the physician assistant's tablet was given an unable to open port error message. A new usb cable was provided which resolved the issue. The faulty usb cable was received for analysis. Analysis is underway, but has not been completed to date.